Event description:
It was reported on (B)(6) 2013, the patient presented to the emergency department severely hypertensive and complaining of severe back pain. It was also reported, on (B)(6) 2013, a contrast computed tomography image of the chest, abdomen, and pelvis revealed a penetrating aortic ulcer with periaortic hematoma with no extensive false lumen. On (B)(6) 2013, the patient was implanted with gore tag thoracic endoprosthesis to treat a penetrating aortic ulcer. On (B)(6) 2013, a contrast computed tomography image was obtained demonstrating good device positioning, but a possible recurrent proximal dissection or a proximal type I endoleak was present. On (B)(6) 2013 the patient underwent an intervention and an additional tag thoracic endoprosthesis was implanted proximally to provide further shielding from the penetrating ulcer. It was reported a final angiogram showed exclusion of the penetrating ulcer. The patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-released specifications. Additional device(s) involved or implanted in this event: tgu343415/unk.